Event description:
Patient reported that they have periodontal disease. They went to their dentist who informed them they should not continue treatment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.